Event description:
It was reported by a physio-control service representative that while conducting a performance inspection procedure on one of the loaner units, it was found that the device would not defibrillate. The reported event was not associated with pt use.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was placed back into service. Physio-control further evaluated the removed assembly and confirmed the intermittent failure; however, the root cause could not be determined.